Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. Scratches of the outer housing of the valve were observed through the visual inspection. No significant deformation or damage were detected. The permeability test has shown that the valve is permeable. This is a fixed pressure valve. An adjustment test is not applicable. This is a fixed pressure valve. A braking force and brake function test is not applicable. To test the opening pressure, we used a miethke controlled testing apparatus which stimulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is not operating within the acceptance tolerance in either position. We performed a visual inspection of the paedigav 2.0 valve. No deformations or damage of the valve were detected during the visual inspections. Next we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was not within the accepted tolerance range for either position. The opening pressure was lower than expected in both positions. Finally, we have dismantled the valve. Inside the valve we have found buildup of substances likely protein. Based on our investigation, we confirm that the valve is operating in an over drainage state, likely due to the significant buildup of substance observed inside the valve. We can excluded a defect at the time of the release. The valve met all specification of the final inspection.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: 2010. Implant: day and month: unknown. (B)(6). Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "8y po valve has overdrainage. Explanted."